Event description:
It was reported that during a lab nissen fundoplication procedure, the device's tissue pad melted and burnt the drape when they sat the device down. There were no pt or user burns. Another device was used to complete the procedure. There was no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned with the tissue pad partially detached. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.